Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3, mfg report reference: 3006705815-2019-01025, 3006705815-2019-01027. It was reported that the patient had a system replacement. The patient had a fall that caused the leads to move. The system was replaced and effective therapy was restored post operation.